Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The housing was inspected and no charring was observed. Removal of the housing showed no damage to the conductor wire or banana plug. Additional observations not reported by site were a broken tube extension, arcing at the tube extension, and a cracked tube. The tube extension was broken at the main tube interface, near the axial keys. Engineering concluded the breakage was likely due to overloading the distal end. The tube extension had a char mark on the shoulder feature. The location of the char mark was not covered by the tip cover. The tube extension breakage likely created a path for arcing. The distal end of the main tube exhibited a couple of hairline cracks in the axial direction. The cracks were roughly .400 in length. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the cracked tube and arcing, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si prostatectomy procedure that a monopolar curved scissors instrument creates unusual smoke, defect with contact. 9th used. There was no arcing observed. The smoke came from the blue handle, where the chips in it. Patient was never in danger. The defect occurred at the start-up of the operation. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.